Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to delay in processing paperwork.

Event description:
It was reported that the patient developed an infection.